Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional events for this patient reported on medwatch numbers 1825034-2016-01979 / 01988. Remains implanted.

Event description:
Patient reported experiencing pain approximately ten months post-implantation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.